Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that the display did not return with battery change. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no blank display noted. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and with cracked reservoir tube.